Event description:
It was reported that when using the bd pyxis¿ medstation¿ es boyer-7n_main 6-d1, the cubie pocket containing albuterol sulfate 0.083% 2.5 mg/3 ml nebulization solution was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) mentioned that the customer reported that drawers 4.1 and 4.2 were not detected on the bus. The fse reconnected all connections, after which all functions returned to normal. The drawers were tested multiple times in the user application and were verified to be operating correctly. The system functioned after the field service engineer repaired the device.